Event description:
Customer reports getting results in the 800's (mg/dl) and 900's (mg/dl) while using the advantage system. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi". No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.